Event description:
Rptr indicated a vns therapy pt is experiencing painful stimulation that "goes up the neck about 50 times a day". The pt was admitted to the hosp from the ER due to the pain. The pt's device is turned off and she feels much better now. It is not known if the pt experienced any trauma or manipulation to the device. Diagnostic tests were within normal limits and x-ray review showed no obvious lead discontinuities or other anomalies. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized.